Event description:
Boston scientific received information that this device was explanted due to an infection/erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.